Manufacturer narrative:
Insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. The pump was also received with case cracked behind the pump at the corner of the belt clip rails.

Event description:
The customer reported via phone call that the screen had crack at the back and screen. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.